Manufacturer narrative:
Findings: unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken reservoir tube lip and cracked lcd window. Unit received with broken off reservoir tube lip. Reservoir unable to lock in place. Reservoir completely broken off reservoir tube lip. Missing o-ring on reservoir tube.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 128 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.